Manufacturer narrative:
Section d4 updated - new information provided on 27jan2026 confirmed the pod serial number is (B)(6). The device had the cannula assembly fully deployed, and the pink slide insert was visible in the viewing window. The downloaded data did not show any signs of struggle or pulse width increases during the run. The device was deactivated at 1436 pulses. No damages or defects were observed that would result in a needle mechanism failure.

Event description:
It was reported that the needle never deployed the cannula into the skin. The pink slide did not move forward, and the cannula was not visible when the pod was removed. The patient's blood glucose (bg) level reached 40 mg/dl while wearing the pod between 5 and 24 hours. As treatment, the patient applied a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.